Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, device interrogation revealed that the right atrial lead was exhibiting noise and low pacing impedance. The noise could be reproduced with isometrics. The lead was capped and replaced. The patient tolerated the procedure well.